Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by following instructions to remove the cartridge, deliver a bolus, and load a new cartridge, allowing them to resume insulin therapy.